Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke off at 11mm from the distal end. There was a scratch around the broken part. The fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the probe may break off when physical load is applied to the probe which is already cracked. Also it is known that the crack may be caused by activating in the condition that the probe is in contact with a hard objects or the probe has scratches. The instruction manual of this device indicated below. -do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe. - confirm that the probe is free from cracks. If cracks are found, stop using the probe immediately and replace it with a new one. - do not try to use the probe if it has cracks, scratches, or peeled coating (e.g. The gold coating is peeling off, exposing the metal portion) on its tip. Abnormal output or detachment of the probe tip may result.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic uterine myomectomy. When the user activated ultrasonic output, an output sound became high-pitched and this device didn't work. When the user activated it again, the probe was broken and fell off into the patient's body. The fragment of the probe was retrieved from the patient's body, and the procedure was completed with another t3905. There was no patient injury reported.